Manufacturer narrative:
All available info has been forwarded to our MFR in another country, for further analysis.

Event description:
A grade ii spondylolisthesis reduction and l5 - s1 fusion was performed on pt. Pt felt a pop one day after surgery. Two days after surgery, right rod appeared loosened from the screw head at s1. Approx three months post op, both rods appear to be disconnected. It was reported that the screw and setscrew in tact. No revision scheduled at this time. Reference: 3005673311-2007-00012, 3005673311-2007-00013, 3005673311-2007-00014.